Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field.d.4. Medical device expiration date: unknown.h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.h.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd alaris¿ extension set leakage occurred when connected to microclave. The following information was provided by the initial reporter: xxx has experienced issues with leaks when connecting your product with a microclave.

Event description:
It was reported that during use with bd alaris¿ extension set leakage occurred when connected to microclave. The following information was provided by the initial reporter: xxx has experienced issues with leaks when connecting your product with a microclave.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of leakage when connecting to a microclave could not be verified due to the product not being returned for failure investigation. The bd luer in question complies with iso-594. Competitor luers should also be in compliance with this standard, and there should not be any issues with connection based on dimensions. A sample analysis would help to identify the problem. A device history record review could not be performed on material 11088483 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.